Manufacturer narrative:
Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Same case as MFR: 2134265-2011-01801. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The rotablator burr cut the rotawire guide wire inside the patient. The fractured guide wire was removed from the patient. No patient complications were reported.